Manufacturer narrative:
(B)(4). Medical product: bmet regenx pri tib tray 71mm catalog # 626060 lot # 141273. Vngd ps tib brg 10x71/75mm catalog # 183640 lot # 479290. Biomet finned pri stem 40mm catalog # 141314 lot # 842180. Vngd ps open por fmrl lt 65 catalog # 184528 lot # 813570. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure six years post implantation due to pain and popping in knee. Review of provided notes indicate that the patella prosthesis was exchanged. Attempt for further information has been made, but no further information has been provided.

Event description:
It was reported patient underwent a revision procedure six years post implantation due to pain and popping in knee. Up revision it was noted that there was a significant amount of blackened synovitis with a lot of scarring which was excised. Patella was loose and all three pegs had broken off the patella. All metallosis was removed and a new poly cemented domed in place. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: review of revision operative notes confirm that patella was loose and all 3 pegs had broken off the patella. Complete synovectomy was performed removing blackened tissue. All metallosis removed and new 31m zimmer all poly patella cemented domed placed. The additional information received doesn't change the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause of the event was determined to be a labeling and training deficiency. Medical records review indicates there is pain around the patella with increased popping. X-ray review indicates that femoral and tibia components in position, no evidence of failure, patellar component fractured. (B)(6)and hhe were open to address this issue. Device was recalled. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.